Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the rear response button was intermittent. The cause for the failure was a defective response button switch. The root cause for the damaged switch was unable to be positively identified. No adverse events occurred from the damaged monitor response button.

Event description:
A us distributor reported that the monitor response buttons were non functional.